Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and retention suture were returned with biological debris on them. No anchor fragments were returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A clinical review states the retained anchor tip is implantable, so biocompatibility is not an issue. It was reported the retained tip was left secure in the patient¿s bone, therefore, micro-motion and/or migration is unlikely. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. H11: h2: corrected data on: h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee joint surgery, the footprint ultra anchor broke while being implanted. The tip of the anchor remained secured in the patient's body. The procedure was completed using a competitor device in the originally drilled bone hole. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H11: h2: corrected data on h1 (type of reportable event).